Manufacturer narrative:
This device, crb 13225 (lot 14018624) is distributed outside of the united states; however it is similar to the united states product cxs 13225. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The affiliate indicated that the cypher stent was in bad condition. It was noticed prior to use on the patient. No additional information was provided. A hub crack was noted during connection to the indeflator. Anomalies were noted while pulling negative pressure, air bubbles were noted indicating leakage. A medtronic indeflator was used. Affiliate indicated that the hub appeared to be separated into two parts. No anomalies were noted when the device was taken out of the package. The device was prepped according to IFU. The device was not pulled or steered by the hub.